Event description:
It was reported that the patient presented to the magnetic resonance imaging (MRI) suite. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation with high voltage therapy disabled. The device settings were successfully restored via programming. The patient was stable.